Manufacturer narrative:
Vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site. A third-party o2 (oxygen) sensor was discovered installed in the unit, and the technician replaced the o2 sensor with a vyaire brand. Following that, an extended systems test & leak test was performed and passed. Fraction of inspired oxygen (fio2) ranges were found to be 4% off when compared to flow analyzer. The technician calibrated the o2 blender and the o2 sensor. Following that, a full ovp (operational verification procedure) and diagnostic test was performed on the avea, and the unit passed within manufacturer specifications, with both o2 readings on the monitor and on the flow analyzer being within manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was having a high fio2 (fraction of inspired oxygen) issue. Furthermore, patient was removed from the ventilator with no patient harm associated with the reported event.